Manufacturer narrative:
This complaint is confirmed and should be recorded as user related. The catheter was observed both visually and tactually. During functional testing both sections were found patent to infusion. The catheter has completely broken just distal to the reinforced clamping sleeve. Mating the two broken ends revealed a close match. The catheter broke due to excessive tensile force that exceeded the elastic limits of the tubing. This may be a user maintenance issue. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
Broviac broke while in use. Both pieces removed and will be returned. Line occluded, nurse practitioner attempted to aspirate and flush. Line suddenly able to flush, spraying fluid, noted to be broken into two pieces. Use 3 cc syringes of saline when needed following medications administration. Flushes given per pump.